Event description:
A hospital in (B)(6) reported that five (5) iw910 mobile infant warmer warmer heads were cracked. The hospital reported that they have been using these infant warmers under normal conditions for the past nine (9) years. No pt consequences were reported.

Manufacturer narrative:
(B)(4). No devices are expected to return to fisher & paykel healthcare (B)(4) for investigation, however, the customer provided photographs of the complaint devices. An investigation was carried out based on the photographs and info provided by the hosp and the local fisher & paykel healthcare rep. Photographs of the complaint devices show that the upper head cases are cracked and flaking. The hospital cleans their warmer heads with a product called phagoneutre which contains quaternary ammonium. Based on this info, it is likely that the warmer head damage is due to incompatibility of the cleaning solutions with the polycarbonate plastic of the infant warmer head. The use of inappropriate cleaning chemicals may lead to discoloration, crazing and eventual cracking of the polycarbonate or acrylic plastic surfaces. The complaint devices were in use for 9 years. The manual that would have been provided with these warmers specify chemicals to avoid such as hydrocarbons, ammonia, amines and aqueous alkaline solutions and highlights polycarbonate plastic components. As part of our continuous improvement, we have since revised these instructions to recommend specific proprietary cleaning wipes.